Event description:
When monitor was plugged in, an error code came up on the screen. Several tries of restarting the machine failed and the rep was notified. After more investigation, it was determined new software would be needed to correct the problem. The manufacturer gave us a brand new machine.